Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to motor error alarms. No moisture damage electronic assembly during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had discoloration and which was usually sign of insulin leaking. The customer¿s blood glucose was unknown. Customer stated that insulin pump had occasional unexplained no delivery alert and moisture inside the screen. The device will not be returned for analysis.